Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during prime. Blood glucose value was 239 mg/dl. Customer was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did exit but the customer received a no delivery alarm. He decided to change the infusion set and reservoir. Customer declined troubleshooting and stated the alarm was resolved by a complete set change.

Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Conducted occlusion testing, and no occlusion was noted. Fluid flowed through the tubing, and out the catheter tip